Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported device entrapment could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a prostyle device via an 8.5f sheath hole after an ablation interventional procedure. Reportedly, the case involved two access sites. A prostyle device was inserted from the proximal access site. Resistance was felt while attempting to remove the device. The suture (including the knot) could be seen from outside the anatomy. As the device was pulled, the suture was dragged into the anatomy and as the suture was pulled, the device was dragged into the anatomy. The suture was cut by scissors. The guidewire and sheath were re-inserted. A new prostyle device was inserted from the distal access site via an 8.5 sheath and successfully placed. Another prostyle was inserted from the proximal access site and successfully placed to complete the procedure. Hemostasis was successfully achieved with one prostyle device at each access site. The physician thought the device issue was because the space between the sheaths were too narrow. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.